Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, an unspecified cartridge issue occurred. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level ranged between 98-100mg/dl.